Event description:
Customer reported her sensor readings are inaccurate. As an example, customer stated the other day her sensor reading was 45 mg/dl when her actual blood glucose was 80 mg/dl. Customer uses proper sensor insertion and calibration methods. She states she works out and sweats on the sensor sometimes. Customer was advised to use different tape. She was advised to monitor the issue and call if it recurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.